Manufacturer narrative:
Other relevant device(s) are: product ID: d -evprop2329us, serial/lot #: unknown, product analysis: the valve was discarded and the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following deployment of this transcatheter bioprosthetic valve, during removal of the delivery catheter system (dcs), the valve dislodged aortically. Subsequently, this resulted in reduced blood flow to the coronary artery. The procedure was converted to an emergency sternotomy. The surgeon attempted to explant the valve, however it was reported that the patient died during the emergency sternotomy. The cause of death was not reported.

Manufacturer narrative:
Conclusion: review of the device history record ((B)(4)) for this device found it was built to specification and met all inspection and acceptance criteria. However, a rework of the valve final assembly was performed due to not passing the foreign loose particles or fibers (zv28) requirement. As this defect was reworked and the valve was ultimately accepted, this would have had no impact on this event. Thus, no issues were noted with the finished product that would have impacted this event. The valve was not returned to medtronic, so no product analysis could be performed. A device history record (DHR) review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The image review showed a total of five dicom images. There was a fluoroscopic valve load check with noted frame overlap up to 2.5-3rd nodes which was considered to be a ¿good¿ load. There was a pre deployment an aortic root shot. The pig tail catheter was seen seated at the nadir of the non-coronary cusp. The aorta was seen filling and no extravasation of intravenous therapy (IV) contrast dye outside of the aortic borders is identified. Both coronary trees were seen filling. No previous sternal wires, permanent pacing devices or significant native valve aortic insufficiency were noted. Also noted with the fluoroscopic load check images was the pig tail catheter seen in the nadir of the non-coronary cusp of the aortic valve as well as a double curved guide wire that has been placed across the aortic valve and was seen mid cavity of the left ventricle. Two images depict an evolut bioprosthesis deployed to approximately 80%. Again a pig tail catheter was seen in the nadir of the non-coronary cusp of the aortic valve as well as a double curved guide wire that has been placed across the aortic valve and was seen mid cavity of the left ventricle. The dcs is positioned along the outer curve of the aorta. The last dicom image was an evolut bioprosthesis valve at 100% deployment and the dcs has been released off of both commissure tabs. The pigtail catheter was seen in the nadir of the non coronary cusp. The inflow of the valve was at the level of top of the pigtail catheter. The double curved guide wire moved aortically up into the waist of the bioprosthesis. The nose cone and dcs can be seen retracted to the level of the aortic arch. As this is not an angiogram and there was no use of IV contrast dye, perivalvular leak, coronary flow, or dye extravasation of dye outside of the aortic borders cannot be assessed. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolutr instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. The dislodged valve resulted in reduced blood flow. The occlusion was confirmed from observing no flow down the coronaries on angiography and widespread electrocardiogram (ECG) changes. Coronary occlusion post deployment, can be related to valve positioning, calcification levels, and/or other patient anatomical effects. Per the device instructions for use (IFU), coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). The valve dislodgement may have been a contributing cause. Conduction disturbances, such as EKG/ECG changes, are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. The reported coronary occlusion may have been a contributing cause. Hemodynamic instability can be the result of effects such as low cardiac output, which are known potential adverse event per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The myocardial infarction may have been a contributing cause. Myocardial infarction is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The procedure was converted to an emergency sternotomy, and the surgeon attempted to explant the valve. However it was reported that the patient died during the emergency sternotomy. The cause of death was reported as acute myocardial infarction secondary to embolization of the valve. If was unknown if an autopsy was performed and according to the physician, the valve caused the patient death. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. This event does not indicate device misuse or malfunction. Updated data: h6 - method, results and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that per the physician, the dislodgement was caused by the edge of the dcs nose cone snagging the inside of the valve's metal cage approximately one quarter of the way up during withdrawal. The occlusion was confirmed from observing no flow down the coronaries on angiography and widespread electrocardiogram (ECG) changes. During the sternotomy, the patient did not have productive cardiac output for 25-30 minutes and there was difficulty establishing a bypass circuit. The cause of death was acute myocardial infarction secondary to embolization of the valve into the aortic root. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.